Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 780 mg/dl and high ketones. The customer was treated with intravenous saline and insulin, and was released from the ER 4 hours later. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and determined the pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.